Event description:
User reported 2 false positive results. This report 2 of 2. Subsequent negative result at doctor's office. Asymptomatic.

Manufacturer narrative:
Report required by FDA for eua. Eua #: (B)(4). Relates to: 3014862188-2022-00386 (B)(6).